Manufacturer narrative:
(B)(4).

Event description:
Information received from a healthcare provider (hcp) regarding a patient with an implanted pump. Indication for use was noted as spinal pain. Allergies included "cod, latex, morphine sulfate (ms), penicillin (pcn), cipro, sulfa, remicade, methotrexate." Pertinent medical history includes hypertension, hypothyroidism, fibromyositis, osteoporosis, psoriatic and arthropathy. The patient had a pocket revision on (B)(6) 2015. Additional information was requested regarding drug information, relation to the device system/therapy, diagnostics/troubleshooting performed, cause of revision, actions/interventions taken, and event resolution. A supplemental report will be submitted if additional information is received.

Event description:
Additional information received from the consumer patient. It was reported that the pump had been moved because the patient had lost a lot of weight.